Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. While it was stated that the device was returned, the return only included the carton and bac-cards. So, images of the actual device were not available for review. Because of this, the failure could not be confirmed. Per the instructions for use (IFU) for gore-tex® suture, when tying knots with the gore-tex® suture, tension should be applied by pulling each strand of the suture in opposite directions with equal force. As the knot is tensioned, the air in the suture is forced out. Care should be taken to avoid using a jerking motion which could break the suture. Uneven tensioning of a well formed square knot may result in an unsecure knot. When the gore-tex® suture is properly tensioned and formed, standard surgical knotting techniques will produce a secure knot.

Event description:
It was reported to gore that during an arteriovenous graft (avg) while using gore-tex® suture, the suture broke when the physician went to tie it. Reportedly, upon tying the final knot, the suture broke along the course of the anastomosis, not at the knot. It was reported the anastomosis was redone. It was reported the procedure was completed without difficulty.